Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman, as the device remains implants, and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that after implantation of an lp hakim programmable vale, the patient had delayed wound healing and extended hospitalization for wound care. The valve was implanted to the patient via lp-shunt; however, date of implant and initial setting are unknown. Extension of the hospitalization was required, and the patient is still in the hospital. The lp shunt revision was not performed and there were no anomalies confirmed on the valve. The surgeon commented that the procedure may have contributed this incident. The surgeon is concerned about incidents when the valves are implanted in the patients¿ backs. No further information was provided by the hospital. The product will not be returned to your site.